Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. The patient was hospitalized and was treated with intravenous antibiotics. Additional information received indicates that the device had product performance issue while the leads had other/non-product experience. However, the field representative validated that there was no other reason aside from pocket infection. There were no additional adverse patient effects reported. The rv lead was explanted.